Event description:
It was reported that high lead impedance (7/limit/high) was received at a follow-up appointment with the treating neurologist. At the moment, there was no pt manipulation or trauma that could have contributed to the event. X-rays were taken of the pt but have not been received by the manufacturer. At the moment revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.